Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed passed. A receiver charge and boot was performed and failed. The log was downloaded with a known good battery and reviewed finding no errors within the investigation window. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.